Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis three unopened samples of product code m8702, lot mmh636. During the visual inspection of three samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. Product 8702h captured in mw 2210968-2019-86398.

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2019 and suture was used. The sutures were coming off the needle. The procedure was completed with another device of the same product code, different lot. There were no patient consequences reported.